Manufacturer narrative:
(B) (4). (B) (4).

Event description:
The reporter stated the surgeon inserted and removed a micl 12.6mm implantable collamer lens on (B) (6) 2010. The lens was torn due to loading error. Lens was removed with no patient injury. Backup lens was implanted.